Manufacturer narrative:
Discrepant negative reactions for an antibody identification in iat technique for one patient sample. The misread reactions are not confirmed the root cause of the discrepant negative reactions could not be confirmed, although it could not be excluded that it is sample related. No general product failure is identified. No biased result was reported to a physician the patient was not harmed. (B)(4).

Event description:
Complaint reporter is reporting discrepant negative reactions with cells 3 and 4 for an antibody identification in indirect antiglobulin test (iat) for one patient sample using 0.8% resolve panel c lot 8rc515 and ortho biovue igg cassette lot igc017f with their ortho vision" biovue analyzer. Date of the events: (B)(6) 2016. The customer reported that for a sample from a female patient of (B)(6) known to have anti e(rh3), anti c(rh4), anti fya (fy1) and anti lua(lu1) antibodies, they would have graded cells 3 and 4 of an antibody identification in iat as 0.5+ reaction strength whereas their ortho vision" biovue analyzer reported respectively a negative (0) and indeterminate (?) Reaction strength. The customer reported that they had re-tested cells 3 and 4 of the same red blood cell reagent lot with the same patient sample for antibody identification in iat using the same ortho biovue igg cassette lot and that they reproduced the same issue as described above i.e. Negative reactions strength obtained with the same analyzer that they would have graded as 0.5+ reaction strength. The customer reported that reaction strength obtained with their analyzer were as follows: (B)(6). The customer reported that they we were unable to positively include/exclude all specificities requiring referral to (B)(6). No further detail was provided. The customer reported that the patient was not harmed as a result of the reported events.